Event description:
Rptr initially noted that unit went out during case and would not power up. Later indicated that they closed pt's eye with suture while they brought system in from another facility to complete the case.